Manufacturer narrative:
The technician found the communication housing assembly is not functioning due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail mount bracket to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed exit was not alarming. The bed was located in (B)(6) at the facility. There was no patient/user injury reported. (B)(4).